Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep said starting in february she feels a burning sensation from her pocket to her incision site. The rep did not say if anything prompted this. The rep stated that the impedances are fine though it was reviewed to change the reference electrode to understand the full picture. The rep stated that the patient said the burning last about a minute and happens three times a week or so. The rep stated one time it lasted three minutes. The rep stated that the patient's husband put a wash cloth over the incision area and the washcloth felt like it was in the microwave after removing it from the patient. The rep stated this happens when the ins is on and the patient keep the ins on because when the ins is off she is in a lot of pain. The rep stated the patient does not use adaptive stimulation (as). No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's incision site burning was not determined. The patient was asked to keep a log of date/time/activity during the time it happens and to call the office. No further information was reported.